Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, femoral access site was used. The valve was recaptured twice during placement. During the third deployment attempt , a white line was visible in the non-coronary cusp (ncc) under fluoroscopy. The valve was placed without problems, however the white line was confirmed in the ncc side of the sinus of valsalva (sov) after valve placement. Aortography was performed, however no contrast agent leakage or pericardial effusion was observed, and no abnormal vital signs were observed. Sov dissection was suspected, so the patient went directly to the computed tomography (CT) room from the operating room and underwent contrast CT examination. The patient was diagnosed with ascending aortic dissection. It was determined that surgery was appropriate, and a bentall procedure was performed on the same day to remove the valve. The patient returned to the intensive care unit under sedation and was receiving respiratory support. No additional adverse patient effects were reported. Additional information was received that per the physician, the patient's horizontal aorta contributed to the injury, and that the cause may have been that the implanting physician "pulled in the native annulus and operated the device during the recapture".

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, femoral access site was used. The valve was recaptured twice during placement. During the third deployment attempt, a white line was visible in the non-coronary cusp (ncc) under fluoroscopy. The valve was placed without problems, however the white line was confirmed in the ncc side of the sinus of valsalva (sov) after valve placement. Aortography (aog) was performed, however no contrast agent leakage or pericardial effusion was observed, and no abnormal vital signs were observed. Sov dissection was suspected, so the patient went directly to the computed tomography (CT) room from the operating room and underwent contrast CT examination. The patient was diagnosed with ascending aortic dissection. It was determined that surgery was appropriate, and a bentall procedure was performed on the same day to remove the valve. The patient returned to the intensive care unit (ICU) under sedation and was receiving respiratory support. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, femoral access site was used. The valve was recaptured twice during placement. During the third deployment attempt , a white line was visible in the non-coronary cusp (ncc) under fluoroscopy. The valve was placed without problems, however the white line was confirmed in the ncc side of the sinus of valsalva (sov) after valve placement. Aortography was performed, however no contrast agent leakage or pericardial effusion was observed, and no abnormal vital signs were observed. Sov dissection was suspected, so the patient went directly to the computed tomography (CT) room from the operating room and underwent contrast CT examination. The patient was diagnosed with ascending aortic dissection. It was determined that surgery was appropriate, and a bentall procedure was performed on the same day to remove the valve. The patient returned to the intensive care unit under sedation and was receiving respiratory support. No additional adverse patient effects were reported. Additional information was received that per the physician, the patient's horizontal aorta contributed to the injury, and that the cause may have been that the implanting physician "pulled in the native annulus and operated the device during the recapture". Additional information was received which clarified that during the recapture, the device was pushed and pulled with the native annulus pinched in the capsule of the delivery catheter system, so the aortic valve and the tissues around it were pulled and were likely damaged .

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29; serial #: (B)(6) ; ubd: 2026-06-10; UDI:(B)(4). Corrected data: d10. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.